Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR and the follow-up MDR reported patient birthday as (B)(6) 2018 and as reported in the follow-up MDR. Additional narratives/data: the correct patient birthday is (B)(6).

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported the patient presented to the emergency room having been shocked numerous times relating to noise on the patient¿s right ventricular lead (B)(4); it was subsequently determined the patient¿s right ventricular lead had fractured. Further, the patient¿s right atrial lead (B)(4) was causing some pocket stimulation. Both leads were explanted and replaced. The patient was stable after the procedure.

Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR reported patient birthday as (B)(6) 2018 . The correct patient birthday is (B)(6) 2018.